Event description:
A customer reported experiencing ongoing intermittent occlusion alarms there was no adverse impact on the customer's blood glucose level. Tandem technical support recommended replacing the pump after extensive troubleshooting failed to resolve the problem.